Manufacturer narrative:
Information anticipated, but unavailable at this time.

Event description:
It was reported that during a lap gastric bypass procedure, the device's hand activation buttons would activate intermittently when a request was made. Another device was used to complete the procedure. There was no adverse consequence to the patient.